Event description:
It was reported by the patient that although the power indicator light on the carelink monitor was lit, when the start button was pressed, it did not initiate a manual transmission. It did not begin to read the implanted device. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found a stain on the cover, right side and back of device. It was also noted that there was corrosion and contamination on the printed circuit board assembly (pcba).